Event description:
Asr revision right; asr xl; reason(s) for revision: unknown.

Manufacturer narrative:
Updated data: (date of report); (event description); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Reason for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision recommended. Right. Asr xl. Reason(s) for revision: unknown. Update: date of revision confirmation received 20 aug 2012. Update: amended revision country and amended and added products. Received: september 19th 2012. Update - added reason for revision taken from claimsuite dated 23rd april 2013. Reason(s) for revision: pain. Update - amended country, marked as legal and added kid number. Taken from (B)(6) spreadhseet dated 30th may 2014. (B)(6).